Event description:
It was reported that pump experienced malfunction with non-resettable error and no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.